Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, at power on the device alarmed with a s321 (motor error pmc left) malfunction alarm code. Prior to testing, the device was in the biomedical department with a note that stated, "channel a malfunctioning, unable to close chamber. When the pump off makes a squealing noise". There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.